Event description:
Customer reported that the insulin pump was alarming button error. Customer stated she has been using her boyfriend's old insulin pump as a back up plan. Customer does not recall any significant events leading to the alarm. Blood glucose value at the time is unk. Customer stated that it may have been moisture since she was working out when the alarm occurred. Customer stated she tried pressing the esc then the act button and was unable to clear the alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.